Manufacturer narrative:
Product analysis: at analysis it was determined that the liquid crystal display was defective, segments become blurry. This caused a fail in incoming testing of the display. It was additionally noted that both bail covers were broken. The device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.